Event description:
Boston scientific received information that upon a review of the electrocardiograms it was noted that this right ventricular (rv) lead showed oversensing resulting in inappropriate anti tachycardia therapy to be delivered as well as pacing inhibition. The patient was pacemaker dependent and suffered dizziness. It was not possible to explant this rv lead thus it was left implanted and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.